Event description:
It was reported that in post-op following the patient's last battery replacement surgery that patient experienced bradycardia. The events reportedly resolved and patient was never referred to a cardiologist. Patient presumably has a pending battery replacement and has now been referred to a cardiologist for clearance with neurosurgery. Implant card was received indicating patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Manufacturer narrative:
D9 if yes, returned to manufacturer on (mo/day/yr); corrected data; supplemental 01 MDR inadvertently entered incorrect date. G3. Date received by manufacturer (mo/day/yr) should also have been 08/27/2024 on supplemental 01 MDR.

Event description:
Product analysis was completed on the explanted device and there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.